Manufacturer narrative:
E1 phone number +(B)(6). Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in united kingdom, regarding an implant of a 26mm sapien 3 ultra resilia valve in aortic position by transfemoral approach. During the procedure, there were difficulties introducing the 14f esheath plus into the patient. Medical team performed a balloon angioplasty using 4mm and 6mm balloons. After this, the sheath was able to be introduced without issues. Resistance was encountered during the advance of the valve through the sheath, which was expected due to the small vessel diameters, requiring force to progress the valve through the sheath. Once the valve exited the sheath, it was able to move normal through the aortic anatomy and the valve was successfully deployed. After removal of devices, it was observed that the distal tip of the sheath was torn. During the final angio shot, it was observed a common iliac dissection that was quickly rectified using a balloon and the flow was full restored. The patient was noted as to left the cath lab in stable condition. The perceived root cause of the event was the small vessel caliber, below the recommended sizing (greater or equal to 5mm).

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review. Provided imagery was evaluated, and the following observations were noted: esheath distal tip torn. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported sheath distal tip torn was confirmed, based on evaluation of provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a pre-existing investigation, manufacturing process variation during tecoflex trimming step leading to hdpe damage. Additionally, patient or procedural factors such as challenging anatomy (undersized vessels, calcification and tortuosity) or non-coaxial advancement angles may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. A definitive root cause is unable to be determined at this time. Regarding the reported resistance, through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. Available information suggests patient factors (undersized vessels, calcification and tortuosity) likely contributed to the event as per information provided the minimum lumen diameter of access vessels was 4mm, and there was presence of calcification and tortuosity. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Regarding the reported difficulty introducing sheath, through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. Available information suggests patient factors (undersized vessels, calcification and tortuosity) likely contributed to the event as per information provided the minimum lumen diameter of access vessels was 4mm, and there was presence of calcification and tortuosity. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. Interaction with calcification can also lead to sheath kinks if combined with the push force required to insert the sheath. Tortuous patient anatomy can create sub optimal angles that can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. Tortuosity can also exacerbate device interaction with calcified nodules and lead to distal tip damage. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition that can increase friction and result in difficulty inserting/advancing the sheath or result in secondary failures (distal tip damage, sheath kink). Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.